Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's original pain has resolved. However, the patient reported the stimulation was causing issues with the hardware in her foot. The patient's devices were explanted as requested by the patient.